Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between december 1-2, 2025. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. Based on the functional flow test result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The device contained bupivacaine 0.125% in 300 ml of 0.9% sodium chloride. The expected infusion time was 60 hours; however, the infusion was completed in less than 20 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.